Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had high impedance after lead implantation. The impedances were checked twice at 3.0 v and both times they were high on contact 2. The hcp switched the lead out and the impedances were normal. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported they didn't want to test the impedances because they get high. The high on electrode two changed position of the lead and the impedances went back down. No further complications were reported as a result of this event.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3007566237-2017-04998 was already reported in this report ( #2649622-2017-10168). Any additional information regarding that event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported the last time the healthcare provider had high impedances when placing a lead, they replaced everything and the impedance remained the same. No symptoms reported. No further complications were reported or anticipated with this event.